Manufacturer narrative:
The technician found the brake/steer linkage and casters were worn. The technician replaced the brake linkage and casters to repair the stretcher.

Event description:
Alleged the brake will not hold when engaged.